Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, fatigue, irritability, cesarean section (2), menometrorrhagia, paratubal cyst, anemia, anxiety, eczema, fungal infection of nail, breast cyst (left), chest wall pain, myofascial pain dysfunction syndrome and knee pain. Concurrent conditions included vaginal pain, painful intercourse, frequency urinary, dysuria, uti, vaginal discharge, heavy periods, acid reflux (oesophageal), vaginal itching, vaginal odor, contraception, dysmenorrhea, overweight, irregular menstrual cycle, bleeding intermenstrual and dysfunctional uterine bleeding. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), bacterial vaginosis ("chronic bacterial vaginosis"), hypertension ("high blood pressure") and vitamin d deficiency ("vitamin d deficiency") and was found to have oxygen saturation decreased ("oxygen level in blood low"). The patient was treated with surgery (total laproscopic hysterectomy, bilateral salpingectomy, lysis of adhesion & cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, metrorrhagia, adenomyosis, bacterial vaginosis, hypertension, vitamin d deficiency and oxygen saturation decreased outcome was unknown. The reporter considered adenomyosis, bacterial vaginosis, genital haemorrhage, hypertension, metrorrhagia, oxygen saturation decreased, pelvic pain and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: negative. Ultrasound scan - on (B)(6) 2019: endometrial polyps. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record :pelvic pain,bacterial vaginosis ,vitamin d deficiency quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, fatigue, irritability, cesarean section (2), menometrorrhagia, paratubal cyst, anemia, anxiety, eczema, fungal infection of nail, breast cyst (left), chest wall pain, myofascial pain dysfunction syndrome and knee pain. Concurrent conditions included vaginal pain, painful intercourse, frequency urinary, dysuria, uti, vaginal discharge, heavy periods, acid reflux (oesophageal), vaginal itching, vaginal odor, contraception, dysmenorrhea, overweight, irregular menstrual cycle, bleeding intermenstrual and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), bacterial vaginosis ("chronic bacterial vaginosis"), hypertension ("high blood pressure") and vitamin d deficiency ("vitamin d deficiency") and was found to have oxygen saturation decreased ("oxygen level in blood low"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesion & cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, genital haemorrhage, metrorrhagia, adenomyosis, bacterial vaginosis, hypertension, vitamin d deficiency and oxygen saturation decreased outcome was unknown. The reporter considered adenomyosis, bacterial vaginosis, genital haemorrhage, hypertension, metrorrhagia, oxygen saturation decreased, pelvic pain, perforation and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: negative. Ultrasound scan - on (B)(6) 2019: endometrial polyps. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record :pelvic pain,bacterial vaginosis ,vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff sheet received. Events: migration and perforation were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, fatigue, irritability, cesarean section (2), menometrorrhagia, paratubal cyst, anemia, anxiety, eczema, fungal infection of nail, breast cyst (left), chest wall pain, myofascial pain dysfunction syndrome and knee pain. Concurrent conditions included vaginal pain, painful intercourse, frequency urinary, dysuria, uti, vaginal discharge, heavy periods, acid reflux (oesophageal), vaginal itching, vaginal odor, contraception, dysmenorrhea, overweight, irregular menstrual cycle, bleeding intermenstrual and dysfunctional uterine bleeding. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), bacterial vaginosis ("chronic bacterial vaginosis"), hypertension ("high blood pressure") and vitamin d deficiency ("vitamin d deficiency") and was found to have oxygen saturation decreased ("oxygen level in blood low"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesion & cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, metrorrhagia, adenomyosis, bacterial vaginosis, hypertension, vitamin d deficiency and oxygen saturation decreased outcome was unknown. The reporter considered adenomyosis, bacterial vaginosis, genital haemorrhage, hypertension, metrorrhagia, oxygen saturation decreased, pelvic pain and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: negative. Ultrasound scan - on (B)(6) 2019: endometrial polyps. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record :pelvic pain,bacterial vaginosis ,vitamin d deficiency. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.